Event description:
It was reported that "the first staple could not be fired during use. Therefore, the stapler was replaced with a new unit to complete the procedure. No injury to the patient occurred."

Manufacturer narrative:
(B)(4)